Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant. It was returned due to the patient's high defibrillation thresholds. Later, this device was retrieved from archives for additional testing on the capacitors.